Event description:
Reportedly, upon interrogation of the device, multiple warning messages were displayed including: [27] the device was reinitialized 1 time since the beginning of life, [59] reset occurred on (B)(6) 2018, [a1] low shock impedance on (B)(6) 2018 and [a4] max shock energy ineffective on (B)(6) 2018. The patient is hospitalized and reportedly may have been experiencing runs of vt and may have been receiving shocks. It is also possible the patient was externally cardioverted however, this was not confimed. Preliminary analysis revealed that overload conditions were met on (B)(6) 2018. And confirmed that the reset occurred. This reset was related to the detection of corrupted data in the device memories.

Event description:
Reportedly, upon interrogation of the device, multiple warning messages were displayed including: [27] the device was reinitialized 1 times since the beginning of life, [59] reset occurred on (B)(6)2018, [a1] low shock impedance on (B)(6)2018 and [a4] max shock energy ineffective on (B)(6)2018. The patient is hospitalized and reportedly may have been experiencing runs of vt and may have been receiving shocks. It is also possible the patient was externally cardioverted however, this was not confirmed. Preliminary analysis revealed that overload conditions were met on (B)(6)2018. And confirmed that the reset occurred. This reset was related to the detection of corrupted data in the device memories.